Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek xs meter with serial number (B)(4). The initial meter result at 5:23 pm was 5.7 inr. The first repeat result at 5:26 pm was 4.0 inr. The second repeat result at 5:35 pm was 5.8 inr. The therapeutic range is 2.5 to 3.5 inr and testing is performed once a week.

Manufacturer narrative:
The meter and one (1) test strip were provided for investigation and were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation is patient/consumer. The reporter is the patient's wife.